Event description:
Account called and stated he has a gps stretcher out of service because the brakes are not engaging.

Manufacturer narrative:
Tech found brake casters not holding when brake is set. Broken caster stems. Tech replaced brake and steer casters to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.